Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that backup audible alarm post" complaint was confirmed, backup audible alarm post error occurs at startup. Replaced main circuit board. Recalibrated all sensors and loaded standard 1a12 configuration. Pump passes all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced a failure of the backup audible alarm. Although the event occurred during power on self-test, this is a high priority alarm that would stop the infusion process during use.